Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 458mg/dl which was treated with syringe as well as insulin pump and manual injection. Customer had symptoms like cramps and nausea. Customer was hospitalized but for the other than insulin pump issue. Customer received insulin flow blocked alarms. Customer performed displacement test and passed the test. Insulin pump will not be return for analysis.